Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer. The fse determined that hardware performance may have contributed to this event; however, the primary failure mode could not be determined. Replacement of the internal reference solution, reference electrode, reference block and reference electrode packing and alignment of fluid entry into the ise sample pot and priming of the flow cell resolved the issue. (B)(4).

Event description:
The customer reported non-reproducible ise (ion-selective electrode) results for two patients on their au480 chemistry analyzer. The erroneous results were not reported out of the laboratory. The customer reran the samples on the same instrument with results considered correct. There was no report of an injury or illness to the patient attributable to the output from the device in this event.